Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The finetuner echo was returned to service and repair for repair. To date, no injury has been reported.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The finetuner echo was returned to service and repair for repair. To date, no injury has been reported.

Event description:
The finetuner echo was returned to service and repair for repair. To date, no injury has been reported.

Manufacturer narrative:
Conclusion: during device investigation a failed capacitor was detected which was likely the reason for the return of the device to service _ repair. Also, a capacitor was missing and signs of use of the top housing and foil keyboard where observed. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.